Event description:
It was reported that the patient underwent explant procedure due to infection. No further information has been obtained. Additional information has been received that the it was reported that the patient developed an infection at the pocket site. The physician confirmed that the infection was not device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Event description:
It was reported that the patient underwent explant procedure due to infection. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).